Event description:
Per the clinic, the patient experienced an infection at the incision site which leads to extrusion of the electrode lead into the external auditory canal (specific date not reported). Subsequently, the patient was hospitalized (specific date not reported) and was treated with oral and topical antibiotics (specific date and duration not reported).the implanted device remains.

Manufacturer narrative:
This report is submitted on february 07, 2023.